Manufacturer narrative:
A patient services advocate discussed the reported observations with the patient and documented the issues. The patient will be sent a materials lists for her leads. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific received information from this patient that she had never felt worse since implant of this system and she is always dizzy. Additionally, her scar is still red and tender. The patient stated she was recently released from the hospital after a ten day stay and was having renal failure and most recently went back to the hospital due to syncopal events. The patient has had numerous jaw surgeries and implants with silastic and experienced some type of allergic reaction to that material. She was inquiring if her leads are made of this material and expressed concern that her multiple medical conditions which have occurred in the last year may be due to the reaction to the silicone in the leads.

Manufacturer narrative:
Four months after the initial observations, this patient states she has still been experiencing fainting spells and has extreme pain which wakes her up at night. The device has been checked via transtelephonic monitoring (ttm) and no issues have been reported. A patient services advocate instructed the caller to contact her physician regarding the pain. No other adverse events have been reported. This product issue will be updated if additional information is received.